Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. It was reported that, three days post index procedure, persistent sac filling was observed during follow up. The physician confirmed there was a type I endoleak. The physician elected to treat the patient; and the physician modified another manufacturer's stent graft creating a fenestration for renals and sma. The physician deployed just below the celiac and then used aptus endoanchors to anchor the (tx2) cuff to the endurant cuff. The endoleak appeared to be resolved. The physician stated that the cause of the event was due to a high angulation of the aortic neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.